Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used during an endoscopic ultrasound fine needle aspiration procedure performed on (B)(6) 2014. According to the complainant, the needle tip detached approximately 4cm from the distal tip as one piece. This piece was retrieved without issue. The procedure was not completed at the time due to this event, and was completed the following day with another expect slimline needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patients' condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an expect slimline needle device was used during an endoscopic ultrasound fine needle aspiration procedure performed on (B)(6) 2014. According to the complainant, the needle tip detached approximately 4cm from the distal tip as one piece. This piece was retrieved without issue. The procedure was not completed at the time due to this event, and was completed the following day with another expect slimline needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Reported event of the needle detaching. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual inspection of the returned device found the needle was broken at the distal end. Analysis also found that the needle and the working length were bent at several locations. Functional evaluation revealed that the needle was difficult to extend and retract due to the bend in the working length. The complaint was confirmed; the needle was broken near the distal end. The investigation concluded that the most probable root cause for this complaint is operational context, since procedural and/or anatomical factors encountered could have affected the device integrity and/or its performance. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomalies were found. From the information available, it appears the device was used according to the dfu/product label.